Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s current blood glucose level was 171 mg/dl and at the time of incident high blood glucose was 506 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer tried to use his insulin pump but it was not working and he tried insulin needle. Customer was feeling weakened. Customer treated by injecting lava mere pin, gc control powder like a milkshake. Customer does not alleged insulin pump was under delivering. Customer declined to test insulin pump. Customer stated did bolus of 6.2 units and had insulin flow block alarm. The insulin pump will not be returned for analysis.